Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported event is the operator not following the work instructions provided. Visual inspection of the returned product identified loose debris that is greater than .60 sq mm, which is not acceptable. The condition of the device when it left zimmer biomet is non-conforming to specification. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: country: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01188.

Event description:
It was reported upon incoming inspection there is debris in sterile package. No patient involvement. No additional information.